Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Ts discussed possible high battery impedance or false positive for magnet detection. And noted that if a save to disk of device information, further analysis can be performed to confirm reason. Device replacement was recommended. No adverse patient effects were reported. Additional information was received, an analysis of device data was able to be performed. It was confirmed the remote monitoring disabled was caused by a false positive detection after a software update. Therapy remains available. No adverse patient effects were reported.